Manufacturer narrative:
(B)(4).

Event description:
The patient's daughter stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The results were increasing with each subsequent test. At 4:15 p.m., a sample from the patient was tested on the meter, resulting as 5.8 inr. At 4:18 p.m., a sample from the patient was tested on the meter, resulting as 6.2 inr. At 4:24 p.m., a sample from the patient was tested on the meter, resulting as 7.9 inr. No adverse events were alleged. There was no change made to the patient's medication and the patient was not treated based on the meter results. The patient's daughter contacted the doctor and stated that she may take the patient in for alternate testing. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is twice per month. The patient is not anemic and does not have antiphospholipid antibodies. The patient has no bleeding or bruising outside of the normal. The patient does not take heparin therapy or direct thrombin inhibitors. The patient's warfarin dosage has not changed. The patient is not taking any new medications. The patient has had no diet changes or additional illnesses. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 207426-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's test strips and meter were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.5 inr. Donor 1 hct: 48%, donor 2 hct: 46%. Testing results: donor #1: master lot: 2.8 inr, customer strip and meter: 2.6 inr. Donor #2: master lot: 2.6 inr, customer strip and meter: 2.5 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results. Upon review of the meter memory, no result of 7.9 inr on (B)(6) 2017 was found. The other two results of 6.2 inr and 5.8 inr were found in the meter memory.